Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation, therefore, an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unspecified spectrum infusion pump was alarming air in line. Any patient injury or involvement is unknown.